Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing blood glucose was 40 mg/dl, treated with glucagon. Customer reported the low blood glucose for two days. The other low was at 4 am and customer's husband had to give her a shot. The drive support cap appeared to be normal. Customer thinks she over bloused thinks the bolus wizard setting need to be adjusted. Customer was not exposed to an MRI. Customer was advised to monitor the device. No further information reported.